Event description:
It was reported that this brady lead was not implanted successfully due to patient had perforation and pericardial effusion. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this brady lead was not implanted successfully due to patient had perforation and pericardial effusion. A new lead was placed. No adverse patient effects were reported.